Event description:
The patient's lead and the generator (that replaced the generator in the initial MDR) were replaced due to high impedance. The suspect product was received but product analysis on the device has not been completed to date. Product analysis was completed on the first generator. End of service condition was verified. The generator performed according to functional specifications with no anomalies identified. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator would be replaced due to end of service, pulse disabled. Prior to surgery, the patient's impedance was within normal limits. After the generator was replaced, however, high impedance was observed the lead pin was cleaned then reinserted, but system diagnostics again showed high impedance. The lead was not replaced. The physician did not want to do any more testing. No visual anomalies in the lead were observed during this surgery. The explanted generator has been received but product analysis has not been completed on the returned generator to date. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead . The lead was returned in 4 portions. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil break show that a stress induced fracture (due to rotational forces) has occurred on the quadfilar coil. Also, scanning electron microscopy images of the negative coil show that pitting or electro¿etching conditions have occurred in at least two strands of the quadfilar coil at the mating end. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
(B)(4).